Event description:
While completing mouth care, pt bit down on end of white tonsil suction dislodging small suction tip piece from straw portion of suction catheter. Unable to locate dislodged tip in pt's mouth. Tips retrieved via bronchoscopy.